Event description:
It was reported that the patient presented for a generator changeout procedure on (B)(6) 2017. During the procedure, the set screw would not screw out of the header in attempt to release the atrial lead. The device header was cracked and the atrial lead was damaged and capped during the process. The patient was stable before, during and after the procedure.